Event description:
A 60 y/o patient was admitted with a non-st segment myocardial infarction. He experienced a cardiac arrest and had an impella cp placed, which was replaced with an impella 5.5 the following day. The patient underwent a high-risk pci with drug eluting stents placed. He had some ventricular tachycardia after the procedure which warranted the initiation of amiodarone. He was then transferred on (B)(6) 2025. He was ultimately extubated and rehabbing with pt while on the 5.5 which led to his weaning and subsequent removal without incident. The arrhythmias were likely due to the impella; however, it was found to be in good position. Difficult to say whether it was the pump or the reperfusion post pci.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The arrhythmias were likely due to the impella; however, it was found to be in good position. Difficult to say whether it was the pump or the reperfusion post pci.

Manufacturer narrative:
B1: omit product problem, this was added in the initial in error.

Manufacturer narrative:
D4 revised.

Manufacturer narrative:
Corrected information has been provided in d1. Ppae (cardiac failure): the root cause of the injury was not determined due to insufficient clinical details.